Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus) unable to perform ablation and thought to be due to perforation of uterus and unable to get seal") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test." And treatment failure "ablation attempted but unsuccessful". The patient's past medical history included termination of pregnancy - elective and multiparous. Concurrent conditions included overweight, endometrial polyp, menses irregular, uterine bleeding, herpes nos, vulvovaginitis and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 month 18 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/long lasting, heavy with clots") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection/raw vagina") with vaginal discharge and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia due to blood loss-iron deficiency"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), the first episode of urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/severe painful"), fatigue ("fatigue/tired all the time"), weight increased ("weight gain"), alopecia ("hair loss/hiar started thinning"), the first episode of abdominal pain ("abdominal pain"), the second episode of urinary tract disorder ("urinary tract disorder/bladder or urinary problems or changes"), incontinence ("incontinence"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), asthenia ("weak") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (oopherectomy (bilateral removal of ovaries) unsure if more than one procedures was performed from th) and surgery (hysteroscopy, dilation and curretage and attempted both novasure and hydrothermal ablation without s). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the uterine perforation, genital haemorrhage, iron deficiency anaemia, headache, cystitis, urinary tract infection, vaginal infection, bladder disorder, migraine, dyspareunia, the last episode of urinary tract disorder, incontinence, back pain, the last episode of abdominal pain, vaginal discharge, asthenia and weight decreased outcome was unknown. The reporter considered alopecia, asthenia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain, the first episode of urinary tract disorder, the second episode of abdominal pain and the second episode of urinary tract disorder to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal haemorrhage, dysmenorrhea, anemia, iron deficiency, blood loss, menorrhagia, uterine perforation, vaginal discharge. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Events were clubbed with previously reported events. Events: uterine perforation, urinary tract disorder, incontinence, back pain, abdominal pain, vaginal discharge, asthenia, weight decreased, iron deficiency anaemia and unsuccessful ablation were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus) unable to perform ablation and thought to be due to perforation of uterus and unable to get seal") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test." And treatment failure "ablation attempted but unsuccessful". The patient's past medical history included termination of pregnancy - elective and multiparous. Concurrent conditions included overweight, endometrial polyp, menses irregular, uterine bleeding, herpes nos, vulvovaginitis and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 month 18 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/long lasting, heavy with clots") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection/raw vagina") with vaginal discharge and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia due to blood loss-iron deficiency"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), the first episode of urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/severe painful"), fatigue ("fatigue/tired all the time"), weight increased ("weight gain"), alopecia ("hair loss/hiar started thinning"), the first episode of abdominal pain ("abdominal pain"), the second episode of urinary tract disorder ("urinary tract disorder/bladder or urinary problems or changes"), incontinence ("incontinence"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), asthenia ("weak") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (oopherectomy (bilateral removal of ovaries) unsure if more than one procedures was performed from th) and surgery (hysteroscopy, dilation and curretage and attempted both novasure and hydrothermal ablation without s). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the uterine perforation, genital haemorrhage, iron deficiency anaemia, headache, cystitis, urinary tract infection, vaginal infection, bladder disorder, migraine, dyspareunia, the last episode of urinary tract disorder, incontinence, back pain, the last episode of abdominal pain, vaginal discharge, asthenia and weight decreased outcome was unknown. The reporter considered alopecia, asthenia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of abdominal pain, the first episode of urinary tract disorder, the second episode of abdominal pain and the second episode of urinary tract disorder to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal haemorrhage, dysmenorrhea, anemia, iron deficiency, blood loss, menorrhagia, uterine perforation, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no: 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test." The patient's past medical history included termination of pregnancy - elective. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy) and surgery (in 2009 underwent ablation). Essure was removed on 27-apr-2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the genital haemorrhage, headache, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 30-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, bladder problems, urinary problems or changes, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, abdominal pain, she did not undergone essure confirmation test", reporter, lot number added from pfs. On (B)(6) 2018: historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.